Event description:
The patient was hospitalized for hypoglycemia on (B)(6) 2026 after blood glucose levels dropped to 45 mg/dl while using the pod for approximately 24¿36 hours. Reported symptoms included difficulty communicating, double vision, and confusion, leading the patient to fear a possible stroke or seizure. Although initially experiencing hypoglycemia, the patient was later diagnosed with hyperglycemia. The pod was removed at the hospital, and the patient received insulin injections before a new pod was applied. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.